Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/17/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: the pump was found to power on with a call service 069 alarm reproduced upon power up. The alarm was unable to be cleared and the issue was found to be with the u39 component.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).